Manufacturer narrative:
Details of complaint: the customer reported that their gf-210ra multigas unit was displaying a "gas device" error message and would stop giving gas readings. They will be provided with an exchange to resolve the issue. The unit was connected to a bedside monitor but no model information was provided. No patient harm reported. Service requested / performed: exchange / evaluation. Investigation summary: the root cause can be determined as a hardware failure due to age degradation from normal use as the device is 7 years old. Based on the irc investigation below, this unit is unaffected by the sensor firmware issue. The investigation under (B)(4) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6) to (B)(6)) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The resolution was to perform a firmware upgrade. For gf-210ra with older sensor unit cd-314p (no revision # = first revision), there was no tendency of sensor failing, thus the investigation provided no countermeasure. Due to no tendency of failure, it was determined these sensors failed as a result of normal usage. Cd-314p replacement is recommended. In summary, serial numbers (B)(6) and below has the first version of cd-314p. Serial numbers (B)(6) to (B)(6) have version 2 of cd-314p. These units require firmware upgrade. Serial numbers above (B)(6) are not affected. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bsm: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device" error message and stopped giving gas readings.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device" error message and stopped giving gas readings. They will be provided with an exchange to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas device" error message and stopped giving gas readings.